Manufacturer narrative:
(B)(4). Date sent: 5/9/2016. Pt info; relevant tests/lab data, other relevant history: information was not provided by the initial contact. Model and lot #; device evaluated by MFR?, device manufacture date, evaluation codes: information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a wedge resection using a green reload and, on the seventh firing, the endocutter locked out in the middle of firing. The doctor noticed a bump on the jaw of the anvil, which contributed to the stapler locking out. The doctor was stapling across staple lines. No buttressing material was used. The endocutter was manually removed and a second endocutter was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(46). Batch # m5604u. The analysis found that one pce45a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged. The device was tested for functionality only dry fired. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process.